Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to verify an audio tone was present with a low battery. During checkout the fse found that the battery capacity of both batteries was in a critical state. The fse plugged the system in and charged the batteries to full capacity before being returned to the user. The iabp passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a battery issue. It was also subsequently reported that the system would not give an audio alarm when running on battery. There was no patient harm and no adverse event was reported.